Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege any specific device failure and no specific post-operative complications were alleged. A sample was not returned for further evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient was diagnosed with a vaginal prolapse and underwent a vaginectomy and a tvt retropubic urethropexy with implant of a bard/davol soft mesh. Attorney alleges unspecified adverse patient outcomes associated with use of device.